Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). After the transeptal puncture was completed, activated coagulation time (act) was 100 seconds. A second act performed shortly afterwards was 99 seconds. Additional heparin was administered, and the act rose to 300 seconds while the closure device was deployed, and release criteria was evaluated. Transesophageal echocardiogram (tee) identified a thrombus on the closure device. An attempt was made to aspirate the thrombus through the was but was unsuccessful. The closure device met release criteria and was implanted. During a second attempt to aspirate the thrombus, part of the thrombus was removed during withdrawal of the wds core wire from the patient. A portion of the thrombus remained attached to the closure device. Aspiration was again attempted and 180cc of blood was removed but the thrombus persisted. The procedure concluded and the patient was administered intravenous heparin and will remain under physician monitoring for two (2) days post index procedure. It was further reported the thrombus resolved and the patient was discharged on enoxaparin.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). After the transeptal puncture was completed, activated coagulation time (act) was 100 seconds. A second act performed shortly afterwards was 99 seconds. Additional heparin was administered, and the act rose to 300 seconds while the closure device was deployed, and release criteria was evaluated. Transesophageal echocardiogram (tee) identified a thrombus on the closure device. An attempt was made to aspirate the thrombus through the was but was unsuccessful. The closure device met release criteria and was implanted. During a second attempt to aspirate the thrombus, part of the thrombus was removed during withdrawal of the wds core wire from the patient. A portion of the thrombus remained attached to the closure device. Aspiration was again attempted and 180cc of blood was removed but the thrombus persisted. The procedure concluded and the patient was administered intravenous heparin and will remain under physician monitoring for two (2) days post index procedure.